Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material inside of the scope, and the instrument channel had scratches inside. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found that there was foreign material inside of the scope and instrument channel had scratches inside. The device was was inspected before usage; the device was cleaned, disinfected, and sterilized before it was sent to olympus; have no idea about when the foreign material adhered to the device; no idea about what the foreign material is; however, they suspect it is fish oil; no delay in start of precleaning; they did aspirate the water through the instrument/suction channel; there were no abnormalities in the accessories used for reprocessing; yes they wiped/brushed the instrument channel outlet with a clean lint-free cloths, brushes, or sponges; yes they did brush the instrument channel, instrument channel port, and suction cylinder; and no there are no other concerns about reprocessing. No malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive cause for the foreign material remaining in the device was not established. The event can be prevented by following the instructions for use (IFU): IFU states detection methods in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in cf evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.